Event description:
An event was reported under the reverse clinical study and classified as inappropriate device detection, inappropriate treatment, and noise/oversensing on the right ventricular lead. It was also noted that the amplitudes for the atrium (a) and ventricle (v) are very small (not sensed on a). The device and leads remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 4194 implantable pacing lead, (B)(6) 2006; 7303 implantable cardioverter defibrillator, (B)(6) 2006. (B)(4).